Manufacturer narrative:
Added n/I. Corrected address. Added/checked foreign box.

Manufacturer narrative:
Sample information not available. Service was not dispatched for this event

Event description:
Beckman coulter inc. (Bci) (B)(4) reported pink liquid leaked though and adhered to the box and label. No loose caps were noted. The operator was wearing ppe when handling the leaked. No exposure to open wounds or mucous membranes. No death or injury to the operator as result of this incident. The operator did not seek medical attention.